Event description:
Customer alleged blood glucose results of hi (greater than 600 mg/dl) and 260 mg/dl when tests were performed within 5 minutes on the advantage system. Customer reported no symptoms and treated with 4 units regular insulin based on the 260 mg/dl result. No adverse event was reported in connection with the alleged malfunction. No product is available for return. Replacement product was sent.

Manufacturer narrative:
No product is available for return; lot number of product unknown; therefore, it is impossible to perform retention testing.